Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000158, serial/lot #: none. A representative went to the site to preform a system check out. It was noted that the x stage cover was bent, causing noise when moving in x direction. They replaced the cover and completed the check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a loud clank when it was undocked and moving forward. There was no patient involved.